Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 45-51 mg/dl were recorded by continuous glucose monitor (cgm) from 6:04:22 am to 7:34:21 am on 6/17/2020. Cgm alert 1 (cgm low alert) enunciated at 5:54:22 am. A total of 5.2186 units of basal were delivered on 6/17/2020 by 6:00:54 am, approximately 4 minutes before the low bg the cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.